Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the clinical territory manager via phone call that the customer was hospitalized for a day due to low blood glucose on (B)(6) 2020. Customer's blood glucose value at the time of hospitalization was unknown. Customer was treated with glucagon. Insulin pump received a pump error alarm during the self-test. Customer was able to clear the other pump error alarms. Insulin pump is not returning for failure analysis.